Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was completed and no further oversensing was observed. The lead remains in use. No patient complications have been reported as a result of this event.